Manufacturer narrative:
An excelsior sl-10 (stryker) and a dcs syringe ii (lot unknown) were used for this procedure. (B)(4). Conclusion: the device was not returned for analysis. Review of DHR for lot 16064239 concluded there were no issues that were considered potentially related to the reported complaint. The coil protrusion into the parent vessel and resheathing difficulty could not be confirmed without product return for analysis. The root cause of the event could not be determined based on the information provided; however, coil selection and aneurysm factors may have contributed to the coil protrusion, as it was reported that the coil was too large for the aneurysm. There was no evidence to suggest the complaint was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a ruptured basilar tip artery aneurysm, an orbit galaxy (640cf0925 / 16064239) was inserted as the framing coil; however, the embolic coil turned out to be over-sized for the target aneurysm as the end of the coil protruded out from the aneurysm neck. The coil protrusion did not cause disruption/restriction of blood flow. The physician decided to re-sheath the coil, but the zipper got stuck when it was slid back proximally, and the coil could not be re-sheathed. There had been no difficulty during unsheathing the device, and excessive force had not been used. Another coil was used instead, and it was successfully implanted. The procedure was successfully completed without further issues. There were no patient injuries or complications, and there was no clinically significant delay in the procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event, and there was no report of any damages to the embolic coil during the procedure. The complaint product is not available for analysis. No further information was available.